Manufacturer narrative:
The manufacturer did receive incident report for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to wear and implant fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted in 2002 in (B)(6) and was revised on (B)(6) 2020 due to fracture of the stem. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient data: (B)(6), 81 years' old. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: the investigation did not identify a nonconformance or a complaint out of box (coob). Due to the significant lack of information, we were unable to conduct an investigation. Therefore, the reported stem fracture could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.